Manufacturer narrative:
Device investigation on the available parts shows a mechanical damage to the conductive link, which is very likely related to the reported extrusion of the conductive link. The problems given in the patient report seem to be congruent with the damage found. This is a final report. Year of explantation in event description corrected. Previously reported as 2017 but the correct year is 2018.

Event description:
The user's hearing with the device got worse. Based on diagnostic images the surgeon suspected that the fmt position had shifted though it was found to be fixed properly at explantation. Re-implantation took place on (B)(6) 2018.

Manufacturer narrative:
Device investigation on the available parts shows a mechanical damage to the conductive link, which is very likely related to the reported extrusion of the conductive link. The problems given in the patient report seem to be congruent with the damage found. This is a final report.

Event description:
The user's hearing with the device got worse. Based on diagnostic images the surgeon suspected that the fmt position had shifted though it was found to be fixed properly at explantation. Re-implantation took place on (B)(6).2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device got worse. Re-implantation is scheduled for (B)(6) 2017.